Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1xgvm serial# implanted: (B)(6) 2019. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 17-jan-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins never really worked and they ride bikes a lot and thinks the lead/ins has ¿moved¿ and it causes pain and is trying to get their md that put it in to remove it but the doctor no longer takes their insurance (uhc), so they were thinking of suing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device never worked for them. Its been 5 years and had 12 doctors, nurses, etc. They want it removed. They ride a bike a lot and its causing them great pain sitting riding the bike. It was moving around a lot causing great pain in their rear end and up their back. Patients hcp will not remove. They put it in, they said hcp does not accept their insurance anymore and their lawyer said if they put it in, they were responsible. Patient stated they will sue the hcp if they do not remove it and everybody involved. Patient stated they wish they never had it done. They were misinformed about it.